Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27980. It was reported that the patient's right ventricular lead and right atrial lead exhibited oversensing of noise. No device intervention was performed and the leads will be monitored. The patient was stable.